Manufacturer narrative:
Medtronic is leading an evaluation of the reported arm cart assembly. Evaluation of the first image shows the operating room team interface screen with the following error messages: "arm 1: caution: arm calibration error. Ensure that no port is attached and no button is pressed. Try again, reconnect the arm, or replace it.", "arm 1: new arm detected. Ensure that the arm is not over the patient and that no instrument or port is connected. Touch calibrate when ready.", "arm 1: warning: arm communication error. Recover surgeon control. If the error occurs again, stop using the arm and contact medtronic technical support.", "arm 1: warning: arm communication error. Recover surgeon control. If the error occurs again, stop using the arm and contact medtronic technical support.", "arm 1: warning: arm error. If the instrument is inserted, use the mechanical release systems to remove it. If there is no instrument, unplug the arm and plug it back in.", and "arm 1: danger: arm error. If the instrument is inserted, use the mechanical release systems to remove it." The second image confirms the serial number of the reported arm cart assembly as c21tlb0168. Evaluation of the device data logs indicate that there were multiple instances of a calibration failure error code on arm cart assembly 1 (c21tlb0168). This error occurs when there is an arm calibration failure and it also puts out a error message stating: "caution: arm calibration error. Make sure no port docked or buttons pressed. Retry, reconnect arm, or replace arm." The logs also show that there instances of potentiometer failure denoted by two error codes on robotic arm_joint 2. These error codes occur due to robotic arm potentiometer two channel redundancy check and when after calibration, if the primary and the secondary position sensors for any degrees of freedom differ by the standard set. This error puts out an error message stating: "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm." Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively, while placing the arm in the transport configuration, the arm was blocked and a high-priority alarm sounded each time a button on the arm was pressed. The data cable was removed in order to recalibrate the arm; however, this did not resolve the issue. The calibration did not pass after multiple attempts. The arm was shut down and then restarted with a new procedure identification (ID). It calibrated successfully on the first attempt. Later, the arm was unplugged and placed in the storage room. There was no patient involvement.